Event description:
It was reported that the capture threshold had dropped. Real -time egm showed far-field sensing of atrial events and undersensing of ventricular events. The lead was determined to be dislodged. As such, the lead was replaced.

Manufacturer narrative:
No medwatch form was received.